Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. A review of complaint records for the previous 12 months could not be performed as no lot number information was provided. Trends will be monitored for this or similar complaints. Device not available.

Event description:
The reported valve was implanted to a patient (doi and initial setting were unknown). It was reported that the surgeon tried to change the pressure setting to higher on (B)(6) 2017, however it did not work. With several time attempts, the surgeon stopped increasing the pressure setting when it reached to 70 mmh2o (in fact, the surgeon desired to set higher pressure than 70 mmh2o). After changing the pressure setting, the patient did not complain a headache even drained a lot of csf when tap test, so that the patient¿s condition is under monitoring. No further information was provided by the hospital.